Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels of 250-350 (mg/dl). Customer changed infusion sites and administered correction boluses to treat bg levels; however, bg levels have remained elevated. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Customer indicated that they will continue to monitor bg levels and contact their health care provider if needed.